Manufacturer narrative:
The pump had high idle currents due to corrosion on the interface board. The pump passed the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery before and after multiple battery changes. Customer's blood glucose was 131mg/dl at the time of incident. Troubleshooting explained alarm and found that the customer previously received a replacement battery cap which did not resolve the battery issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.